Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the medication was not on patient profile. The technical support specialist (tss) received a call from the customer, who reported that the oxycodone medication was not appearing on the patient¿s profile, even though the pharmacy stated that it had been added on their end. Upon checking myqlink, the tss observed that the order had not yet been received. The tss contacted the pharmacy, and as the pharmacy answered the call, the order appeared on the patient¿s profile. The tss then called the customer back to inform her that the order had come through. The system functioned after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, oxycodone was not on the patient¿s profile; pharmacy stated they had added it. Myqlink showed the order had not been received. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.